Event description:
The customer contact reported air in the tubing, distal to the device with no device alarm. At an unspecified time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported: "bubbles occurred in tubing in its whole length. Bubbles go through the air trap and are not stopped there". There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.